Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The end broke off while in use.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned product confirmed the complaint. The drill guide was fractured through the welded region connecting the arm and the cannulated sleeve. The fracture was consistent with a previously evaluated fracture ((B)(4)) which indicated fracture due to overload. Overload fracture indicates a single bending force was applied in a direction to cause opening of the 30º angle between the arm and the sleeve and this force exceeded the ultimate strength of the material. No material defects were observed in the drill guide that could have contributed to fracture initiation and/or propagation to failure. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.